Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Multiple single-bit ecc errors. Known to be caused by exposure to radiation.

Event description:
It was reported that the patient received radiation therapy on the opposite side of the chest from where the implantable cardioverter defibrillator (ICD) device was located. Afterwards, a transmission showed invalid data message of trends and electrogram. Data was reviewed noting that the radiation caused bit-flips which resulted in a memory error. The trends will begin showing up again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted (B)(6) 2010, 5076-52 lead, implanted (B)(6) 2007. (B)(4).